Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 1998. Subsequently, the patient was revised on (B)(6) 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)

Event description:
It was reported patient underwent a total knee arthroplasty in 1998. Subsequently, the patient was revised on (B)(6), 2014 due to poly wear. The tibial bearing and locking bar were removed and replaced.